Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died. The patient presented with severe aortic stenosis and calcified arteries for a rotablator and percutaneous heart pump procedure. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending (lad) artery. A 1.50 rotopro burr was tested before entering the patient and advanced through the guide catheter. During an attempt to use dynaglide to advance towards the lesion, the dynaglide did not change the burr speed. The burr was removed and replaced with another 1.50 rota burr which had the same issue. The second burr got up to the lesion, but the guide support was not sufficient, and the physician was not able to advance the burr as he wanted. Orbital atherectomy with a non-boston scientific device was used for three runs going distal to proximal, two runs at low speed and one at high. A boston scientific nc balloon was then used, and a 3.50 megatron stent was deployed. However, a perforation was noted with pericardial effusion. Code blue was called and a covered stent was placed with some residual perforation. Cardiopulmonary resuscitation, respirator, medication, and blood were also used. After a few hours, blood pressure fell which was not able to be raised and the patient died. The official cause of death was complications following the perforation. The physician felt that the perforation could have been caused by a calcium nodule or unmodified calcium being pushed through the vessel wall during atherectomy, ballooning, and stenting.